Event description:
An issue involving a malfunction alarm was reported with the code malf 9, and the fault ID was available. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information for resetting the pump and assisted the customer with the pump reset, after which the malfunction code did not recur.